Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was twos (t-wave oversensing) in true bipolar configuration. Reprogramming was done to integrated bipolar, which resolved the twos, and the lead remains in use. No patient complications have been reported as a result of this event.